Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated she was at the hospital waiting to meet with a rep, and was wondering the status of where the rep was. During the call, the patient stated that she was meeting the rep there because the device had stopped working. When asked for clarification the patient stated that it's been several months, but she was in the hospital for an operation (hospital and operation were unrelated to the device/therapy) and things went a little wrong and now she may need her ins replaced. When the patient met with the rep they reported that they have an uncomfortable shocking sensation, and she has left the device off since. The patient mentioned she falls occasionally, but can't say they are related to the issue. The ins was in overdischarge, and a power on reset (por) message was cleared. An impedance check showed electrodes 0-8 >10k ohms. The patient will leave their device off until the replacement procedure. The patient has a surgical intervention planned and scheduled for (B)(6) 2020. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the healthcare provider (hcp) replaced only the battery on the day of the report knowing that impedances were off on the electrodes on half of the paddle lead. The hcp said they would see how the patient does and possibly revise the paddle in the future. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that cause was not determined. The patient left device off since procedure, both the lead and ipg to be replaced.